Manufacturer narrative:
Citation: momenah ts et al. Transcatheter mitral valve-in-valve implantation in a pediatric patient. Catheter cardiovasc interv. 2019 jul 11. Doi: 10.1002/ccd.28390. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an (B)(6)-year-old female patient (weight of (B)(6) kg) with a medical history of rheumatic heart disease and infective endocarditis who underwent mitral valve replacement with a medtronic mosaic bioprosthetic valve (serial number not provided). Two years post-implant, the patient presented with shortness of breath. An echocardiogram showed severe stenosis of the mosaic valve with a mean gradient of 33 mmhg. Subsequently, a 23 mm non-medtronic transcatheter valve was implanted valve-in-valve. It was reported that during the procedure a transesophageal echocardiogram exhibited calcification of the mosaic valve with limited mobility in all the valve¿s leaflets. No additional adverse patient effects or product performance issues were reported.